Event description:
To allow the brainlab navigation system to track the location of the pt's anatomy throughout the procedure ref arrays are necessary. Mfg tolerances of the standard cranial ref array influence the actual position of its marker spheres, required for its tracking. The differences between the individual arrays are supposed to be very small, not significantly affecting navigation accuracy when the unsterile array is exchanged with the sterile array during surgery. However, brainlab has internally detected that there are specific paris of arrays that might add an inaccuracy of more than 1 mm to the registration result during the exchange due to the combination of their tolerance limits. This effect could potentially cause an inaccurate display of instruments by the navigation system in the region of interest, compared to the actual pt anatomy. Although there has been no pt injury nor any event for this specific root cause reported by any hosp, if the potential inaccuracies would occur and would not be detected by user verification as described in the user manual, a risk to pt health cannot be excluded.

Manufacturer narrative:
Although there has been no pt injury nor any event for this specific root cause reported by any hosp, if the potential inaccuracies would occur and would not be detected by user verification as described in the user manual, a risk to pt health cannot be excluded. : there are specific pairs of arrays that might add an inaccuracy of more than 1mm to the registration result during the exchange due to the combination of their tolerance limits. The appendix of the attached product notification letter lists the potentially affected arrays identified by brainlab stimulations. Brainlab intends the following corrective actions: existing potentially affected customers who own one or several of the potentially affected standard cranial ref arrays receive a product notification letter (see attached). Brainlab will actively provide revised hardware to improve exchange compatibility to these customers as of october 2012.